Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported to the distributor on 12/16/2014 that the patient had a quarter-sized raised red and sore skin irritation under his right arm. The wife reported that their pharmacist advised them to use hydro-cortisone cream on the area. There was no alleged device malfunction. During a follow-up it was reported the patient had been using the cream and the area was improving. It was less red and raised and was only a small spot.